Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection revealed there was a cracked top case. During occlusion testing, the motor rate error was found. The root cause of the reported issue was found to be normal wear. The motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Replaced motor assembly, worm gear, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.